Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "specialized instruments are designed for biomet joint replacement systems to aid in the accurate implantation of the prosthetic components. The use of instruments or implant components from other systems can result in inaccurate fit, incorrect sizing, excessive wear and device failure. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Event description:
During a shoulder arthroplasty, the strike plate fractured off of the baseplate impactor once the impaction had been completed. This did not cause any patient injury or delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Review of device history records found these units were released to distribution with no deviations or anomalies. The product was manufactured to print and therefore was likely conforming when it left zimmer biomet control. This device is used for treatment. The comprehensive reverse glenoid tray impactor was received and visually examined. The strike plate has fractured off at the threads with the distal part of the threads remaining in the handle. Therefore, the complaint is confirmed. The body of the handle has many nicks and scratches indicating heavy use. Review of complaint history on this part has identified that a previous design change has been initiated for these parts to address the reported issue, and this part was manufactured prior to that change. Root cause is determined to be a previously addressed design issue.